Event description:
It was reported that footswitch failed to halt ablation. During a flutter ablation procedure with the maestro 4000 system, the physician went to stop a rf ablation and he did not succeed to stop the ablation with the footswitch. The physician his foot off the footswitch and the rf application did not stop. A nurse had to push the stop button on the maestro to stop the rf application. The procedure was completed using this device and no patent complications were reported.